Event description:
Patient reported for right side ¿fluid", "possible rupture¿, ¿big pain¿, ¿fever and chills¿, ¿inflammation¿, and ¿the contour of the implant in the area of the upper quadrant is significantly bulged, in upper inner quadrant it is a deformation and suspicions if implant rupture". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: sreoma-late, rupture.